Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. The receiver download was retrieved and confirmed the complaint. The reported event of initializing screen without manual restart was confirmed. A probable cause could not be determined.